Manufacturer narrative:
(B)(4). A sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. However, one retained sample at the manufacturing plant was investigated. A gravity test was performed and the test passed as it was within the acceptance criteria. The reported condition on this set was not confirmed. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) of a baxter solution administration set that showed difficulties during use. It is reported that it was difficult to regulate the flow during an infusion. Reportedly an unintended acceleration of the flow occured which led to a hypodermic edema, which represents an abcess risk. No additional information is available.